Event description:
It was reported that the patient has complained that the volume is quieter with his device and that he can hear strange noises. The strange noises come and go. Testing showed that there are issues with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.